Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 264, 212, 323 and 172 mg/dl. Tests were done within 10 minutes. Patient was using the same fingerstick. Patient did not experience any adverse events. No further information has been reported.